Event description:
During the routine follow-up of the device involved in this report, no recorded episodes could be retrieved from the device memories.

Manufacturer narrative:
This event concerns a device wat was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt model approved (B) (4). Analysis is pending.